Event description:
It was reported that the right ventricular (rv) lead had micro-dislodged. It was noted that there was a loss of capture and lead noise. It was noted that the rv pacing was needed less than 1% of the time. No patient symptoms were observed. The physician had performed a lead repositioning. During the lead revision, it was noted that the lead looked to have been in normal position, the physician noted the micro-dislodgement was due to a loss of rv lead slack. The lead remains in use. No additional adverse patient effects were reported.